Event description:
It was reported that the steer lock has become jammed. He explained that the pin which ensures the rear wheels lock in one direction will not retract when the red foot lever is depressed. No pt involvement reported.

Manufacturer narrative:
Steer lock.